Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery performed in 2012,on an unknown date, using a click''x and nflex stabilization of l4-s1, had very good fusion, but on an unknown date in 2013, a screw head came off from an implant at l5 that required the patient to undergo a second surgery with a t-pal cage tan between l4/l5 and click''x system with titanium rods. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was conducted and it states that the conformity of implants can not be checked due to the damage of the individual components. The local heavy damage of the bushing of the click x head and the head of the pedicle screw occurred after the disconnection of the click x head. The marks within the cavity of the bushing indicate that the click x head has initially been clicked on in a proper manner. The deep marks close to the lower rim of the bushing indicates that during the final tightening of the locking cap, the bushing of the click x head was not properly seated on the pedicle screw head. The wear of the upper section of the serrated section of the pedicle screw head support the above guesswork that the click x head was not properly seated during the final tightening. The disconnection of the click x head is traced back to an improper seating of the click x on the ball shaped head of the pedicle screw. The cause for the improper seating is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: add'l product codes: mni, mnh, kwp, kwq. Implant date: unknown date in 2012. Investigation could not be completed and no conclusion could not be drawn as no device was returned and no lot number was provided. Placeholder.